Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture record of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance microbiological culturing test by the facility, the subject device tested positive for unspecified bacteria even after multiple reprocessing. Other detailed information such as the number and type of bacteria was not provided but there was no report of patient infection associated with this report.